Event description:
Add'l info rec'd from MFR 9/15/04: during a biopsy procedure a considerable amount of blood spilled onto the unit [lorad-ussc abbi system]. Several biopsies had been taken at the same site. The pt continued to bleed after the procedure was over, so the machine's compression device was used to apply pressure to stop the bleeding. While cleaning the area, the technologist removed the chuks (absorbent pads) which had been placed over the keypad, the prevent blood from spilling on the keypad. The table began driving to the full "up" position. During this movement, the pt's breast was pulled from the compression device. The controls were inoperable to stop the movement. Hosp confirmed that the technologist was aware that the keypad should be covered during the procedure. Hosp also confirmed that the safety-key was not in the lockout position. Advised hosp rep that the purpose of the safety-key is to lockout inadvertent movement of the device. Hosp rep stated that they understood, but this incident occurred after the procedure, while the technologist was cleaning up. Hosp rep stated that the technologists at the hospital are presently using plastic covers over the keypads. MFR advised, that hologic provides covers for this purpose. Also told hosp that instructions for use should have been provided by united states surgical corporation (distributor). Based on the info provided, hologic has determined that this incident was caused by user error and not a failure of the device. The safety-key should have remained in the lockout position until the pt was removed from the system.

Event description:
Add'l info rec'd from MFR 9/15/04: hosp rep confirmed that the technologist was aware that the keypad should be covered during the procedure. Hosp rep also confirmed that the safety-key was not in the lockout position. I advised hosp rep that the purpose of the safety-key is to lockout inadvertent movement of the device. He stated that he understood, but this incident occurred after the procedure, while the technologist was cleaning up. Based on the info provided, hologic has determined that this incident was caused by user error and not a failure of the device. The safety-key should have remained in the lockout position until the pt was removed from the system.

Event description:
Stereotactic procedure ordered and completed on pt. During procedure considerable amount of blood spilled onto unit. At end of procedure the table began driving to the full "up" position. During this movement the pt's breast was pulled from the compression device. The controls were inop to stop the movement. Blood dripped onto "rocker switches" on control panel. Need warning to cover switch with plastic to prevent this in future.